Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from a loose connection between a cassette line and a bag. This occurred during the setup for peritoneal dialysis therapy on the homechoice (hc) device, patient was not connected. The technical service representative assisted the patient with removing the supplies so they could start over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection, which is the cause of the reported leak. Should additional relevant information become available, a supplemental report will be submitted.